Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported, that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported, that the patient reported being hospitalized for ¿high sugar¿. The patient was in an assisted living facility where 911 was called and the patient was transported by ems to the hospital. The patient stated, that they were ¿out cold¿ and was not able to remember any details of the event. The patient reported, being told his cgm was reading 400 mg/dl. However, no bg meter comparison value was taken. While at the hospital, the patient was also told (after the fact) that he was hallucinating and was ¿belligerent¿, due to the medications he was given. However, the medication / treatment details could not be recalled. As the patient states, that everything ¿is still a little bit foggy¿. The patient was discharged from the hospital three days later. Attempts to follow-up with the patient to clarify event details were unsuccessful. The patient was in good condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.